Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, no clinical relevant documents were provided to conduct a thorough medical assessment. No medical assessment is warranted at this time. This complaint will be re-evaluated if more information becomes available. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
It was reported that patient had an intertrochanteric left hip fracture resolved in surgical procedure. The surgeon claims the hinge system tends to buckle which may have caused the fall and the femoral fracture. Buckling is further attributed to lack of quadriceps muscle strength due to lack of appropriate post-operative recovery regiment. Also, it was stated by the doctor that s&n hinge knee system is noted as functioning well and remains implanted.